Event description:
Clinical study patient ID: (B)(6). It was reported that on (B)(6) 2022, a 29mm navitor valve was successfully implant. The implant depth was 3mm and there was moderate calcification extending beneath aortic annular plane in the interventricular septum. On (B)(6) 2022, the patient had intermittent wenckebach with new left bundle branch block and medical management was selected. On (B)(6) 2022, the patient was provided with pre-procedure instructions for a pacemaker implant and on (B)(6) 2022, a permanent pacemaker was implanted. No patient consequences were reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of new left bundle branch block was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Based on the information received, the cause of the reported incident could not be conclusively determined.